Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report filed (B)(6) 2010.

Event description:
It was reported that patient underwent an arthroscopic procedure utilizing meniscal repair devices (curved and straight) on (B)(6) 2010. During the procedure, three straight devices (from the same lot) were attempted for use; the implants could not be properly placed and pulled out when the needle sled was removed from the meniscus. The surgeon attempted to use a fourth curved device without success. The surgeon opted to complete the procedure conventionally rather than arthroscopically. This resulted in a delay of one hour to the procedure.